Event description:
The physician was using a crb18225 cypher stent to treat a lesion in the mid-lad lesion with an estimated 70-80% stenosis. Once the stent was ready to be deployed, the balloon was inflated and at 18atm and the balloon ruptured. There appeared to be a small pinhole in the proximal portion of the balloon which forced the fluid out of the balloon where it made contact with the proximal lad, causing a dissection. The physician had to work quickly and used another crb18225 to stent the proximal lad dissection. He then used a quantum maverick balloon to post-dilate both of the cypher stents to ensure they were fully apposed against the vessel wall. Once the device was removed from the patient, the doctor attached the indeflator device to the hub and injected the liquid. It was confirmed based on the visible leakage, that there was a small pin hole in the proximal portion of the balloon the scrub nurse said that when he was prepping the stent before use (pulling negative pressure) outside the patient there were streams of microbubbles. The nurse noticed it but thought it was normal even though he's never seen this type of stream of bubble before. Microbubbles are expected but not the way it was seen this case. The nurse briefly commented that it was odd but never thought anything could be wrong he didn't realize there was an issue, so they continued using the product. The device will be forwarded on receipt.

Manufacturer narrative:
Concomitant products: cypher select + stent, catalog number crb18225 and a quantum maverick balloon. This device is available for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that the overall type of reportable event was revised to a serious injury for the balloon burst which was initially reported as a malfunction. In addition, the event description noted the dissection that occurred during the procedure. Since the device malfunction lead to the serious injury, this adverse event too is reported as a serious injury although the product is distributed outside of the united states. During a pci, the balloon of a cypher stent delivery system burst while inflating above rated burst pressure and a vessel dissection occurred. Another stent was deployed to treat the dissection successfully. The reporter indicated that during product preparation, negative pressure was applied outside the patient and micro bubbles were noted, however the product was used in the patient. The IFU cautions in the delivery system preparation section to not apply negative or positive pressure to balloon at the time of preparation outside the patient. A 2.25 x 18 mm cypher select + was delivered to treat a lesion in the mid lad. The lesion characteristics were not available. There was no problem encountered advancing the device to the lesion. The balloon was inflated at 18 atmospheres and the balloon ruptured. The rated burst pressure indicated in the IFU is 16 atmospheres. There appeared to be a small pinhole in the proximal portion of the balloon which forced the fluid out of the balloon where it made contact with the proximal lad, causing a dissection. The physician successfully implanted another 2.25 x 18 mm cypher select + in the proximal lad to treat the dissection. The manufacturer of the inflation device was not indicated. Information about the type of contrast and contrast to saline ratio used was not available. One non-sterile cypher select 2.25 x 18 was received coiled in two plastic bags. Blood residues were observed. Multiple bends were observed at 13 cm, 41.8 cm, 52.4 cm, 66.6 cm, 80.4 cm, 98.5 cm, 102 cm, 109 cm from the proximal end. Multiple kinks were observed at 114 cm, 122 cm, 130.4 cm, and 132 cm from the proximal end. The catheter was prepared as per IFU and when the balloon was inflated a leakage was detected. Sem results showed that the balloon exhibited evidence of external abrasions near and the leak-hole. The balloon internal surface exhibited no evidence of damage. The exact cause of the balloon leak could not be conclusively determined. The marker bands exhibited no anomalies. Review of lot 15073692 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failure reported by the customer was confirmed. The exact cause for the confirmed balloon burst and multiple kinks/bents could not conclusively be determined, however it does not appear to be related to the manufacturing process and no corrective actions will be taken at this time. The IFU indicates to not exceed rated burst pressure as indicated on the product label. The use of pressures higher than specified on product label may result in ruptured balloon with possible intimal damage and dissection. Additionally, under the precautions section of the IFU, stent handling precautions indicate to not induce a vacuum on the delivery system before reaching the target lesion. Based on the presence of surface abrasions on the returned balloon, it appears that vessel characteristics and/or procedural factors may have contributed to the balloon burst and subsequent vessel dissection.